Event description:
Healthcare professional reported "rupture". Later healthcare professional reported "intracapsular rupture", "collapse of the elastomer envelope and presence of the stepladder sign" and "sharp type pain". This record is for the right side. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.